Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. The device manufacture date is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he did not get a result on his adc blood glucose meter after a sample was applied to the test strip. The customer further stated "this was the reason he was in the hospital for two weeks", but refused to provide any additional information. There was no reported of death or permanent injury associated with this event.